Event description:
Reporter alleged obtaining a discrepant blood glucose result of 29 mg/dl back to back with a result of 153 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated he ate a sandwich after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated he no longer has the strips, and so no product will be returned for evaluation.